Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that prior to starting the case, the scrub tech could not arm the obtuator of the 355ld. An obturatior from a previously used 355ld was utilized with the remaining sleeve. During the middle of the procedure the surgeon noticed his gasket was torn and was causing significant loss of carbon dioxide. He used a second 355 ld to exchange out the sleeve with the torn gasket. The primary instrument used in the port was an lcsk5. Later he noticed that the 355ld at the camera port was also leaking from a torn gasket. This sleeve was used for the rest of the procedure. There was no consequence to the pt.